Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 30 closed samples and an open sample. The open sample received has the needle and part of the thread still placed in the sponge. The thread is unused and broken on one side and on the other it presents splitting. Regarding the closed samples received, knot pull tensile strength results conducted on them are 0.77 kgf in average and 0.71 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 0.31 kgf in average and 0.10 kgf in minimum. None of the closed samples received shows splitting as the open thread received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Final conclusion: taking into account that the results of the open sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Nevertheless, we consider that this is an isolated and accidental unit as all the closed samples fulfilled product specifications. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the thread splitted when opening the package. There is no patient involvement.